Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the withers kept deflating and would not hold the pressure. The generator breathes air every 3 seconds or so because the tourniquet is constantly leaking. Occurred during surgery and there was no harm/injury, but a 5 minute delay. No adverse events were reported as a result of this malfunction.